Event description:
It was reported that the patients skin under the collar was actually bleeding (not the stoma) and the use of powder stops the wafer from sticking. Patient outcome was not reported at this time.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to FDA warning letter dated april 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.